Event description:
It was reported patient had low impedances and experienced shocking sensations on patient's lips and mouth post implant. Surgical intervention was undertaken wherein the ipg and both extensions were explanted and replaced. Therapy was restored and uncomfortable sensation was resolved post-op.

Manufacturer narrative:
The reported observation against the returned lead extension of uncomfortable stimulation and low impedances on some contacts was not confirmed. The root cause was not ascertained. The returned extension exhibited normal device characteristics during functional testing.

Event description:
It was reported patient had low impedances and experienced shocking sensations on patient's lips and mouth post implant. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: dbs extension, model: 6372, UDI: (B)(4), serial: (B)(6), batch: 7776417.